Event description:
A recent patient download revealed two "overvoltage set" flags. There have not been any previous flags like this. The first has a follow-up flag stating that "overvoltage cleared". However, the second does not appear to be cleared. Lifecor customer support contacted the patient and exchanged the monitor as a precaution.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has not been completed. The reported problem was confirmed. The monitor would not power up. When the monitor was opened up, it was found that the converter would not charge. It is unknown why the converter would not charge at this time. A supplement will be sent once the root cause is determined. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.